Manufacturer narrative:
Results: the pusher assembly appears to be kinked approximately 4.8 cm from the proximal end at the hypo-tube tab area. The coil and pusher assembly are nonfunctional. Conclusion: the complaint has been evaluated. The complaint indicates that the pusher was kinked as it was being removed from the packaging hoop. Upon evaluation, it appears that the pusher was kinked in proximal end of the hypo-tube. The cause of this damage was improper handling during removal from packaging. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
While removing the coil from the hoop, the tech bent the pusher wire and it was unusable so they opened another coil of the same type and continued the case.